Event description:
End user got the grab bar around christmas as a gift. Does not know where it came from but states he thinks rite aid sells them. On (B)(6), while using it, suction cup came loose and he fell in the shower and got injured. Today is the first time that he reported it. Sought medical attention immediately. He is getting physical therapy as a result of the fall for his back and shoulder. Getting injections in right shoulder and nerve injections to straighten up back from a pain center as a result of the fall. Said that the light always showed green. Said thankfully there was water in the tub or he thinks he would have gotten hurt worse. Per phone call the end user says the package says the device was manufactured in 2014. Return inspection: product as it appeared when removed from packaging. The device is in relatively good condition. The locking tabs do not appear to be damaged and function appropriately. There is some dirty/scuffing present, yellow discoloration around the handle, blue colored scrapes below one of the locking tabs, and what appears to be glitter in various locations. The device was clearly used and appears to have been used for an extended period due to the discoloration. The suction cups both have an amount of dirt and a few specks of glitter present. Suction cups need to be clean and free of debris to function properly, but this dirt may have been picked up during transit. The cups do not have any significant gouges or voids which would likely impact suction adhesion. Device's suction cups were cleaned with water and wiped dry with a clean cloth so adhesion and function could be reviewed. Device was attached to the underside of a metal table. Device was able to properly attach to the surface with both indicators showing green. With the device properly attached, testing may proceed. Per the product marketing for this device, it should be capable of supporting 75lbs. To verify this device functions to this spec, a force gauge will be used to pull the device. The device will be pulled away from the suction point (down) and the device will be pulled perpendicular to the suction point (outward), from its secured position on the underside of the table. A clamp is to be attached at the center of the device handle to allow the force gauge a secure pulling point. Note: application of the clamp and testing process may cause minor cosmetic scratches in this area. Testing device: digital force gauge, model: sf-500, device#: 381210470. Test#1: force gauge is set to record the peak force applied in lbs force. Device was pulled until the peak force recorded a value at or higher than the 75 lbs claim. Device successfully held during and after this test. Max force recorded was 83.63 lbs. The device passes. Test#2: test#2 proceeded without moving or resecuring the device. Force gauge is set to record the peak force applied in lbs force. Device was pulled until the peak force recorded a value at or higher than the 75 lbs claim. Device successfully held during and after this test. Max force recorded was 76.73 lbs. The device passes. At the conclusion of both tests, the device was removed from the testing position. The device does not appear to have any damage or deformation outside of a few scratches where the clamp was situated. Device functions appropriately.conclusion: a definitive root cause cannot be determined from the information available at this time. However, the most likely cause of a sudden loss in adhesion is improper adherence to the product's warnings and instructions. The device returned is clearly capable of meeting the force requirements claimed by the product marketing material. However, due to this device being adhered with suction cups, the installation is inherently temporary and will need to be reinstalled to maintain this secure adhesion. If the device is not checked for secure attachment (as advised in the warnings on the product packaging) or the device is used to support significantly more than 75 lbs (as is advised against in the warnings) the device may not reliably remain attached. This device will be retained.

Event description:
New information received that the end user is going to require hip surgery.

Event description:
Updating manufacturer name.